Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the right ventricular lead was found not capturing at all. The lead was explanted and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The reported event of no capture was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
Previously reported should have been (B)(6) 2019 rather than (B)(6) 2019.